Event description:
It was reported that the user did not perform a lunch meal announcement, experienced elevated blood glucose to 245 mg/dl for approximately two hours, and then removed and replaced ilet infusion supplies after difficulty disconnecting the prior infusion set at the anchor position; an agent guided the user to disconnect tubing from the connect adaptor, replace tubing and infusion set, perform fill tubing and fill cannula, and confirm insulin therapy resumed. Symptoms included hyperglycemia without reported dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no need for back-up therapy, no professional medical intervention, no assistance from others, and no hospitalization. Investigation included troubleshooting of the infusion set and tubing, user education on supply change steps, and confirmation of therapy restoration. Investigation of this case revealed user error related to a missed meal announcement with subsequent difficulty removing the prior infusion set, with no device alerts above the stated threshold and no device alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear for the hyperglycemia given the missed meal announcement and handling of infusion components. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.